Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B) (6) 2010, the lay-user/pt contacted lifescan (lfs) alleging an "apply sample" issue with a one touch ultramini meter. The pt indicated that the alleged issue started on (B) (6) 2010, at 3:30 pm. At an unspecified time "a few hours" after the alleged issue began, the pt claimed that she developed symptom of shakiness. The pt reportedly administered self-treatment by eating food and/or drinking at 4:30 pm that same day. However, it is not clear if the pt received any treatment before or after the symptoms developed. The alleged issue was not resolved with troubleshooting. The meter, test strips, and control solution were replaced. Based on the info provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed a symptom that can be associated with severe hypoglycemia a few hours after the alleged issue began.